Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, micl was not implanted due to unspecified reason. No reported incision enlargement or any other tissue damage. On the patient ID card was written:" opened not implanted" therefore, it is unknown if the lens had a patient contact or not. Despite multiple attempts no additional information has been received to date. Conclusion: based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Implant date: unk. Explant date: unk. Method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The facility returned a 13.2mm micl13.2 implantable collamer lens ( -7.0 diopter) to the manufacturer torn. The facility reported the lens was not implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.